Manufacturer narrative:
Device passed the displacement and self test. No audio or vibrate anomaly or absence of alarm noted during test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. The customer's blood glucose was 149 mg/dl at the time of incident. Customer reported that the insulin pump was neither beeping nor vibrating currently and did not beep during the tone test. Customer states they are having trouble hearing the beeps. The device will be returned for analysis.